Event description:
It was reported that a cartridge alarm 31 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique. The customer decided to switch to a new pump and load a new cartridge there, declining further troubleshooting. The case was closed, with the option for further assistance if needed.